Event description:
Following a catheterization procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, aprpoximately 45 minutes post device deployment and as the pt was in the process of being transferred to his bed, bleeding (approximately 60 cc's) was noted. Hemostasis was achieved following manual pressure held for 20 minutes. Hemostasis was maintained and the patient remained without further sequelae.